Event description:
After an implantation period of approximately 7 months, oversensing with inappropriate therapy was reported. At the moment, biotronik has no further information with regard to the planned revision procedure. No adverse patient events were reported.

Manufacturer narrative:
On 8/31/17 - we were notified this lead was explanted on (B)(6) 2017. We received a device evaluation. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. In the course of the analysis the lead body was found squeezed approx. 21 cm distal to the is-1 connector pin. At these positions the insulation body was found damaged. These findings can be considered as the root cause for the observed issues mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.